Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Unconfirmed complaint. Without actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® citrate tubes with a clear bd hemogard¿ closure, were popping off the holders during blood collection. No serious injury, blood to mucous membrane exposure or medical intervention was reported.